Event description:
It was reported that chronically low r-waves were noted on the right ventricular lead. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. No further information was reported.